Manufacturer narrative:
Repair information is unavailable at this time.(B)(4)

Event description:
It was reported that during patient use, the maximum/minimum volume alarm was generated. The ventilator did not stop cycling, however, the patient was transferred to another ventilator. There is no report of serious injury or death associated with this incident.

Manufacturer narrative:
(B)(4). The ventilator solenoid valve was returned to covidien for investigation. The solenoid valve was placed into a test ventilator and several checks were performed. The device operated as intended, and no fault was found.